Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient temperature took time to drop and passed below the target to 32c once the treatment started on arctic sun device and resulted in extreme bradycardia. The target temperature was 35c. The temperature curves record did not show any obvious malfunction but rather reflect a bad positioning of the pads or a bad choice of size. During this event, the patient presented with extreme bradycardia and hypotension requiring administration of atropine and noradrenaline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient temperature took time to drop and passed below the target to 32c once the treatment started on arctic sun device and resulted in extreme bradycardia. The target temperature was 35c. The temperature curves record did not show any obvious malfunction but rather reflect a bad positioning of the pads or a bad choice of size. During this event, the patient presented with extreme bradycardia and hypotension requiring administration of atropine and noradrenaline.